Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information from the local sales representative (sr) that this right ventricular (rv; 4136) lead dislodged one day post-implant. The rv lead was successfully repositioned the following day, without any adverse patient effects. That same day, the right atrial (ra; 4135) also became dislodged after pocket closure. A lead revision for the ra lead was scheduled for two days later, where it was also repositioned. Again, no adverse patient effects were reported. New information was received approximately one week later, reporting that the ra lead was successfully repositioned without any adverse effects. The sr also noted that the ra lead became dislodged because the patient was combative (swinging device around) with hospital security guards and nurses.